Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having blood at site. Customer reported that shirt and cannula was full of blood, but site was not infected. Customer reported that site was not bleeding during call. Customer's blood glucose was 368 mg/dl and had been 600 mg/dl, but declined troubleshooting for high blood glucose.